Event description:
During verification testing at the service center, the device did not sound an audible alarm tone during an alarm condition.

Manufacturer narrative:
During testing, the device did not sound an audible alarm tone during an alarm condition. This was due to a broken piezo alarm assembly. The cause of the broken piezo alarm assembly could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.